Event description:
It was reported that this right atrial (ra) lead had some atrial lead unreliability. Also, patient had an atrial fibrillation (af). (B)(6) technical services (ts) discussed to turn off atrial tachy discriminators as part of the rhythm ID (rid) detection enhancements. Also consider turning of ra dally measurements (dms). Health care professional (hcp) will make the programming change. To date, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).